Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket was torn. There was no consequence to the patient.